Manufacturer narrative:
Review of the device history record shows no complaint related anomalies. Without the actual packaging to investigate, the validity of this complaint cannot be confirmed.

Manufacturer narrative:
Device used for treatment, not diagnosis. Upon file review, the writer was informed on (B)(4) 2013 that the date provided on the prior report (follow-up #2) was erroneous. Hence, the date on this report is listed as (B)(6) 2013, indicative of the date synthes became aware that the prior date required correction. . Received date is (B)(4) 2013. Previously reported erroneously as (B)(4) 2013. Date on previous report was erroneously provided as (B)(4) 2013 whereas it should have been reported as (B)(4) 2013.

Event description:
It was reported the package was sent to the hospital and the tfn nail box was found sitting on a cart with a yellow oily substance underneath the package (looks like gear oil). The box was sealed and was opened on the back side to see if the nail was damaged and it is not. The packaging on the inside of the box is fine.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Product was received in the original packaging. The shrinkwrap on one end of the box is torn and the box is opened. The packaging and product inside the package is unopened and undamaged. The shrinkwrap is stuck to the top of the box with a waxy yellow substance. This substance has visible smear and or splash marks. It appears that something was spilled on the package which caused the shrinkwrap to stick and the box to become contaminated and discolored. Every package is reviewed in the sterile pack area for damage or compromised packaging at the shipping step. If any damage is noticed at this time, the product would be reworked. Product would not get shipped out in this condition, nor is there anything known in the area that would cause this type of damage. This damage was caused at an unknown time after leaving the manufacturing area. Although there is visible damage to this package, from a manufacturing standpoint this complaint is invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis.